Event description:
It was originally reported that when the patient was laying on his back or sitting that applied pressure to his back, he felt a lot of pressure where the paddle incision was. It was reported there was a bubble at the patient's mid back where the paddle was placed. It was logged the patient did not recall when the bubble started to appear. It was reported the patient started to notice when he was moving his shoulder around to relief some shoulder pain. It was reported the pressure started irritating him for a while and then the last few days before the report it had gotten worse. It was logged that during the night when the patient turned on his stimulation, "the feels most of his stimulation on his back tailbone, some stimulation on his leg," and it was not like it should have been. It was then reported the patient noticed the intensity when he "turned on the stimulation and increasing" mostly on his back tailbone, and a little on his leg. It was logged the patient did not have any fall or trauma. The patient¿s health care provider reported on (B)(6) 2014 that the cause of the event was the patient slipped and ¿near¿ fall on ice in later december 2013. The patient was evaluated in the neurosurgery office on (B)(6) 2014. The device was interrogated and the impedance measurements were all within normal limits. The patient was referred to meet with a company representative. The patient was to continue to monitor recovery from muscular sprain/strain. The patient has decreased stimulation coverage below the bilateralknees. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant: product ID 3708260, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 399930, lot# v013334, implanted: 2006-(B)(6), product type lead. (B)(4).